Event description:
The sapphire multi-therapy pump was infusing on a patient and two times during one shift the pump turned off without warning or anyone touching the pump. The pump went inactive for ten minutes without an alarm. There were not low volumes for the bags to be infused. Two rn's were present the entire time watching the pump. This same pump was reported for issues of charging two months ago and was returned to the vendor for repair. The pump was put back into service approximately one month ago.